Manufacturer narrative:
The complainant was provided replacement oae pediatric foam tips. Instructions for use provided with hearing devices compatible with oae pediatric foam tips state to not pinch the foam while attaching the ear tip onto the nozzle. For removing the foam ear tips, instructions state to not pull on the foam when removing the foam ear tips and caution that users may end up pulling the foam off the clear tube while the tube remains on the nozzle. Users are also instructed to remove, discard and replace probe tips before each test. Natus is investigating this issue through corrective actions at this time.

Event description:
Natus received a report that foam separated from the plastic tubing. The report concerned one bag of oae pediatric foam tips. The lot number was requested by natus technical service but the complainant could not provide it. There was no report of death, serious injury, delay in treatment, or environmental/safety concerns.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.